Manufacturer narrative:
Analysis synthesis: review of the provided files confirmed the low atrial impedance measured below 200 ohms in bipolar since (B)(6) 2024 along with episodes of atrial oversensing caused by non-physiological artefacts. Analysis of the returned lead revealed abrasions on the outer tube identified at 175 mm and 410 mm from connector pin. The reported atrial electrical issues (low impedance and oversensing) can be attributed to the abrasion observed on the outer tube, which likely result from a lead-to-lead contact and potentially also lead-to-can abrasion. The investigation results are retained and used for trending purposes.

Event description:
Reportedly, during follow-up dated (B)(6) 2025, the atrial lead showed problems (bipolar <200 ohms, noise, unstable capture bipolar and no sensing). Ra pacing was programmed to unipolar and on (B)(6) 2025, the device was programmed to vvi setting. In (B)(6) 2025, the lead was explanted.

Event description:
Reportedly, during follow-up dated on (B)(6) 2025, the atrial lead showed problems (bipolar <200 ohms, noise, unstable capture bipolar and no sensing). Ra pacing was programmed to unipolar and on (B)(6) 2025, the device was programmed to vvi setting. On (B)(6) 2025, the lead was explanted.